Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.s901usqs9gzb4. Hardware: sm-s901u. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
Patient reported blood glucose levels increased to 387 mg/dl and stated insulin delivery was ineffective. Patient alleged device malfunction, reporting that upon pod removal the cannula appeared bent. Patient was unable to confirm cannula insertion at the time of wear. Patient reported experiencing high ketone levels, nausea, dizziness, and increased heart rate. Patient removed the pod and applied a new pod prior to seeking emergency medical attention. On (B)(6) 2026, patient presented to the emergency room and remained for approximately 4.5 hours. Evaluation included blood testing, vital sign monitoring, and intravenous fluid administration. No diagnosis was provided.